Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during fill 1/4 of the automated peritoneal dialysis (apd) therapy. Hp was in hospital at the time that hp's therapy was being performed. Reportedly, during therapy, one of the supply bags fell and became disconnected from the supply line of the hc set. Per hp, as a result, the nurse connected a new supply bag to the supply line which was previously connected to the bag that fell. Tsc assisted hp in ending apd therapy early, hp discontinued the therapy for the evening. Hp was administered prophylactic antibiotics as a result of this incident.